Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery would not charge using multiple ac adapters and usb cables. Customer reverted to using an alternate pump for insulin therapy. Customer's blood glucose was 139 mg/dl.